Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer administers a bolus, their blood glucose (bg) level rises. The customer's bg level ranged from 150 mg/dl to 200 mg/dl and sometimes 300 mg/dl. The bg level was addressed with a manual injection. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed.